Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
During periodic maintenance, "check vent: e/c 1122" (high blower temperature) was confirmed in the record. There was no patient involvement.

Manufacturer narrative:
.